Event description:
It was reported that, during a navio assisted procedure, it was found that a new ndi camera polaris spectra is giving out an "infrared led failure". Procedure was completed manually with a non significant delay. Patient was not harmed beyond the issue reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The ndi camera polaris spectra, part number pfsr200027, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. Refer to the navio surgical system user´s manual (500196 rev f) page 22, section ¿preoperative preparation¿, ¿setting up and positioning the navio¿ surgical system¿ for proper set up of the ndi camera polaris spectra. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an electrical failure of the illuminator board. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.